Manufacturer narrative:
Device evaluation summary the device was returned in the product tray and shelf carton. A kink was observed on the strain relief and graft cover immediately distal to the front grip. When loaded in the product tray the device was curved due to the kink. A 0.035-inch guidewire was loaded via the taper tip; it was not possible to advance the guidewire past the kink site. There was slight damage observed to the product tray. The reported kink was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft limb was intended to be implanted for the endovascular treatment of a 75mm abdominal aortic aneurysm. It was reported that during the index procedure, after the mainbody of the stent was deployed, the contralateral limb was unable to be loaded because of a kink noted in the delivery system near the grey handle. This device was then replaced and two stent graft limbs were implanted and the event resolved. As per the physician the cause of the event was the inability to load the device over the guide wire because of the kink in the delivery system which as a result caused resistance. No additional clinical sequalae were provided and the patient is fine.